Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for expired tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® edta plh tube included tubes that were expired. No injury or medical intervention.